Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 250 mg/dl. The customer was assisted with the issue but the customer declined to change the infusion set. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer stated they had already change the set a few times and do not wish to do it again. No further information was provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See (B)(4) on pump, and see (B)(4).